Manufacturer narrative:
The device was received and investigated at the manufacturer site. Results revealed that the device is working according to its specifications. No deviations could be found.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. He inspected the device and it was working according to specifications. No deviations could be found. The affected part was requested to the manufacturer site for further evaluation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system was alarming continuously and the gas supply stopped. The procedure could be completed by using another device. There was no report of patient injury.